Event description:
During several surgeries with different surgeons, the hole for the femoral neck screw and the distal locking release was not drilled correctly. Target device is approx. 12 years old.

Manufacturer narrative:
The reported event could not be confirmed since the returned device was found functional and alleged failure was not reproduced during functional check. The device inspection revealed the following: the received target device shows intense and frequent usage marks spread all over the device. The markings have faded away and turn fawn from white indicating that the device has gone through numerous sterilization cycles. Overall, the device is in extremely used condition. A functional test was conducted on the returned device using a sample nail, drill and tissue protection sleeve which confirmed that the device is functional. The drill passed through the lag screw hole, distal static hole and distal oblong hole of the nail without any interference with the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue since the returned device is functional. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
During several surgeries with different surgeons, the hole for the femoral neck screw and the distal locking release was not drilled correctly. Target device is approx. 12 years old.